Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown transmitter issues occurred. Data was evaluated and the allegation was confirmed as a loss of connection over one hour. The probable cause could not be determined. The reported event of unknown transmitter issue is reportable based on the finding of loss of connection for over one hour. No injury or medical intervention was reported.